Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had fluid under the display and in battery compartment after swimming. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.